Event description:
It was noted that the patient was scheduled for a right-ventricular (rv) lead revision procedure as the rv lead exhibited loss of capture and prior to the procedure upon interrogation it was noted that the rv lead was dislodged too. As a resolution the rv lead was explanted and replaced. The patient condition was stable.